Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not calibrate after experiencing inaccuracy. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. It was also reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the abdomen. On (B)(6) 2015 the patient reported being hospitalized for a hyperglycemic event. The patient stated she had a cgm reading of 200 mg/dl and her bg meter reflected 500 mg/dl. The patient stayed at the hospital until 3:00 pm on (B)(6) 2015. It was reported that the patient did not calibrate according to user guide specifications. Additionally, the patient reported taking medications containing acetaminophen at the time of the reported event. The patient did not report any additional injury or medical intervention. A the time of contact the patient was reported as being ok. No additional event or patient information is available.